Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the veterinary procedure, when the product was opened (unused), the needle and the thread were found to be disengaged. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.